Manufacturer narrative:
A partial lead measuring 51.5cm was returned for analysis. External insulation abrasion was noted at 28.5-29.0cm from the distal tip, consistent with lead friction to another device or feature of the patient anatomy. The silicon insulation was intact at this location.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead noise was observed. Lead noise was confirmed. The patient was asymptomatic. The lead was explanted and replaced. The patient tolerated the entire procedure and was released from the hospital.